Event description:
Manufacturer representative reports ins device system explanted due to infection. No date reported. No other information on patient symptoms or outcome available at the time of this report. A follow up report will be sent when additional information is received.